Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the sheath of the catheter was broken after removed ¿in vitro¿ and the left ventricular (lv) lead tip was observed to be extruding and deformed. It was noted that a lot of resistance was detected while the lead was entering and leaving the sheath. After finding the target location, the lead could hardly be rotated and was unable to be fixed. The lead and catheter were removed and replaced. No patient complications have been reported as a result of this event.